Event description:
A center director reported that one week following uneventful, bilateral lasik, the patient reported rainbow glare in both eyes. Per the patient, the glare was more prominent in the right eye. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).